Manufacturer narrative:
Product ID 8709sc, lot# n184208006, implanted: 2009-(B)(6) product type catheter product ID 8578, lot# n160042011, implanted: 2009-(B)(6), (B)(4).

Event description:
It was reported that patient¿s pump died within less than 2 years. Per the reporter, patient no longer had a mdt device and was unclear if the patient still had a system implanted. The pump was used to deliver dilaudid. Further information 2 weeks later indicated the patient had no problems with her ¿pain pouch¿ except the "long trips" she has had to take to get it ¿adjusted¿. The patient did not have concerns with their device or therapy.